Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire scorpion needle tip broke during suture passage through the rotator cuff. This was discovered during a single-row technique procedure with no patient harm. The case was completed with another needle. It was further reported that they believe the surgeon may have encountered some resistance during the passage and ended up applying force, which caused the breakage. The bone quality was reported as cancellous bone and no fragment remained in the patient.